Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2013, to excise an overgrowth of skin tissue around the abutment. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the surgeon, the patient received kenalog 10 mg injections in (B)(6) of 2013 (exact date and number of injections not reported).this report is filed august 28, 2013. Implanted device remains.